Event description:
Additional information received from the healthcare provider (hcp) clarified that the lead migration was confirmed via x-ray/CT. It was stated that the tip of the stimulator was just below the t8 vertebral body. It was unknown in which direction the lead migrated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) "didn't work" and another ins was implanted later that year. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Follow up information received reported that the cause of the event was that the ins system was not relieving the patient's pain was decreased in its effect the ins and leads were subsequently replaced with result that the device therapy captured the patient's pain and was able to bear weight on lower left extremity. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n315383, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory product ID, 3550-29 lot# n308035, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory, (B)(4).